Event description:
Patient was revised to address dislocation. The head was removed, but not the liner.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4)

Manufacturer narrative:
(B)(4) - patient was revised to address dislocation. The head was removed, but not the liner. Update rec'd 10/10/2012¿ pfs and medical records received. After review of the medical records and pfs the patient was revised for dislocation. The liner on this wpc also applies to wpc (B)(4). There is no new additional information that would affect the existing MDR decision. The complaint was updated on : 6/5/2014. (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 7/29/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2011 indicated pain, metal debris, and osteolysis. There was no mention of any dislocation. It should be noted that during the previous revision on (B)(6) 2009 ((B)(4)) the surgeon damaged the stem while trying to remove the head, but was unable to remove it. The stem was revised during the (B)(6) 2011 revision. It should be noted that the liner wasn't revised during this operation. There is no new additional information that would affect the existing investigation. The complaint was updated on:8/25/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 10/10/2012 - pfs and medical records received. After review of the medical records and pfs the patient was revised for dislocation. The liner on this wpc also applies to wpc 2274-2009. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges constrained liner, elevated metal ions and loosening of the stem.